Event description:
It was reported that the patient underwent a revision surgery due to "devices were backed out" and causing the patient dysphagia. The plate and screws were explanted since the bone fusion was almost complete. No additional patient complications were reported.

Manufacturer narrative:
For use by user facility/importer (devices only). (B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# g876h713, lot h10e2052, expiration date 2018/06/07;, lot h10e2053, expiration date 2018/06/17; lot h10h0234, expiration date 2018/08/20; part# g876h853, lot h09m8520, expiration date 2017/12/21. These parts are not approved for use in the united states; however a like device catalog # 876-713, 876-853, 510k # k970806 was cleared in the united states. The manufacture date for lot h10e2052 is (B)(4) 2010; the manufacture date for lot h10e2053 is (B)(4) 2010; the manufacture date for lot h10h0234 is (B)(4) 2010, manufacture date for lot h09m8520 is (B)(4) 2009: neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.